Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("cylindrical piece of metal, partially surrounded by a 4.0-cm long x 0.2-cm in diameter disrupted") in a 43 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of alcohol use, headache and depression. Concurrent conditions were listed as nickel allergy, painful intercourse, menorrhagia, dysmenorrhea and pelvic pain female. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2016. An unknown time later she experienced device breakage (seriousness criterion intervention required). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered device breakage to be related to essure administration. The reporter commented: more than one essure related surgery-no discrepant information: in this follow-up cycle essure start date was reported as (B)(6) 2010, however it was entered in argus as (B)(6) 2010 discrepant information: in this follow-up cycle essure stop date was reported as (B)(6) 2016 , however it was entered in argus as (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2020: findings: fluoroscopy was provided for dr. Performed hysterosalpingogram. The image obtained demonstrates opacification of the uterine cavity. No evidence of filling of either fallopian tube. Essure device is in place. Impression: tubal occlusion with essure device in place [pathology test] on (B)(6) 2016: final diagnosis: fallopian tube, bilateral, salpingectomy: no significant pathologic findings. Specimen description bilateral fallopian tubes, bilateral essure devices. Operative procedure abdominal lysis of adhesions laparoscopy, with removal essure devices, possible open, bilateral salpingectomy laparoscopic. Clinical diagnosis pelvic pain, dysmenorrhea. Gross description: an approximately 5.0-cm long x 0.1- cm in diameter cylindrical piece of metal and an approximately 4.5-cm long x 0.2-cm in diameter disrupted piece of coiled metal are protruding from one end of one tube segment. The device is consistent with an essure contraceptive device. Approximately 0.5 cm of the device is present within the lumen of the tube. Sectioning of the tube segment demonstrates a pinpoint lumen. Also received in the container is a 5.5-cm long x 0.1-cm in diameter disrupted cylindrical piece of metal, partially surrounded by a 4.0-cm long x 0.2-cm in diameter disrupted distorted piece of coiled metal. The device is consistent with an essure contraceptive device [ultrasound scan] on (B)(6) 2016: brightly echogenic elongated areas seen within uterus, posteriorly bilaterally. Appears as essure coils. Right ovary with several anechoic., largest 68 .61x 69 cm left ovary 4.09x3.58x3.07 cm with anechoic, largest 73 x.64x.75 cm and 164x761x25 cm quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 13-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6), 2010, the patient had essure inserted. On (B)(6), 2016, 2286 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no discrepant information: in this follow-up cycle essure start date was reported as (B)(6), 2010, however it was entered in argus as (B)(6), 2010 discrepant information: in this follow-up cycle essure stop date was reported as (B)(6), 2016 , however it was entered in argus as (B)(6), 2016 . Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: (B)(6), 2023: reporter added, essure's date implanted updated from (B)(6), 2010 to (B)(6), 2010, essure's date explanted updated from (B)(6), 2016 to (B)(6), 2016 and medical device removal's onset date updated from (B)(6), 2016 to (B)(6), 2016. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("cylindrical piece of metal, partially surrounded by a 4.0-cm long x 0.2-cm in diameter disrupted") in a 43 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of alcohol use, headache and depression. Concurrent conditions were listed as nickel allergy, painful intercourse, menorrhagia, dysmenorrhea and pelvic pain female. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2016. An unknown time later she experienced device breakage (seriousness criterion intervention required). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered device breakage to be related to essure administration. The reporter commented: more than one essure related surgery-no discrepant information: in this follow-up cycle essure start date was reported as (B)(6) 2010, however it was entered in argus as (B)(6) 2010 discrepant information: in this follow-up cycle essure stop date was reported as (B)(6) 2016 , however it was entered in argus as (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2020: findings: fluoroscopy was provided for dr. Performed hysterosalpingogram. The image obtained demonstrates opacification of the uterine cavity. No evidence of filling of either fallopian tube. Essure device is in place. Impression: tubal occlusion with essure device in place [pathology test] on (B)(6) 2016: final diagnosis: fallopian tube, bilateral, salpingectomy: no significant pathologic findings. Specimen description bilateral fallopian tubes, bilateral essure devices. Operative procedure abdominal lysis of adhesions laparoscopy, with removal essure devices, possible open, bilateral salpingectomy laparoscopic. Clinical diagnosis pelvic pain, dysmenorrhea. Gross description: an approximately 5.0-cm long x 0.1- cm in diameter cylindrical piece of metal and an approximately 4.5-cm long x 0.2-cm in diameter disrupted piece of coiled metal are protruding from one end of one tube segment. The device is consistent with an essure contraceptive device. Approximately 0.5 cm of the device is present within the lumen of the tube. Sectioning of the tube segment demonstrates a pinpoint lumen. Also received in the container is a 5.5-cm long x 0.1-cm in diameter disrupted cylindrical piece of metal, partially surrounded by a 4.0-cm long x 0.2-cm in diameter disrupted distorted piece of coiled metal. The device is consistent with an essure contraceptive device [ultrasound scan] on (B)(6) 2016: brightly echogenic elongated areas seen within uterus, posteriorly bilaterally. Appears as essure coils. Right ovary with several anechoic., largest 68 .61x 69 cm left ovary 4.09x3.58x3.07 cm with anechoic, largest 73 x.64x.75 cm and 164x761x25 cm. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 07-nov-2023: medical record received. Event medical device removal is replaced with device breakage. Concomitant condition, medical history & reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2016, 2191 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery on (B)(6) 2016). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-mar-2023: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2016, 2191 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery on (B)(6) 2016. At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.